Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. It is known that, among others, allergic reaction to metals is one of the warnings and precautions in device labeling. It is not known if any pre-surgery testing for metal allergies was performed for this pt. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain which the surgeon suspected may have been caused by a metal hypersensitivity.